Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user requested coaching after experiencing fluctuating glucose control on the ilet associated with reduced food intake, with episodes of hyperglycemia into the low 300s for about an hour and intermittent hypoglycemia into the low 60s, including nocturnal lows, while device alerts for high and low were received and no backup therapy, ketone testing, professional intervention, or assistance was used. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included no medical treatment, no hospitalization, and self-management with carbohydrate intake for lows. Investigation included complaint intake and user education and troubleshooting. Investigation of this case revealed no device alarms or malfunctions reported and no component-specific failure identified, with glucose variability temporally associated with decreased food intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear.